Event description:
A customer contacted beckman coulter (bec) reporting that there was a blue/green fluid leaking from the front diluter of the coulter lh 780 hematology analyzer prior to startup or running controls. The volume of fluid was multiple mls. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The material safety data sheet (msds) was reviewed. There is an exposure control / risk management plan in place at the facility. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found that thread on the secondary waste cup was worn and split causing the probe waste cup to be misaligned and unable to capture the waste. Waste cup was replaced and realigned and fixed the leak. The differential mixing chamber tubing, s-lyse tubing, and differential mixing chamber waste tubing were replaced as a preventative measure due to corrosion and build up around the tubing's ad was not related to the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).